Event description:
While attempting to treat a male patient in cardiac arrest, the device advised shock for what the clinicians believed was a non-shockable rhythm. Complainant indicated that the patient subsequently expired.